Manufacturer narrative:
Plant investigation results: although the actual sample was not returned, companion samples from the distribution center were provided for physical evaluation. A visual inspection was performed on the returned samples with no issues noted. A dimensional inspection and a taper test were performed on these samples and the results were found to meet product specifications. A simulated therapy was performed on a liberty cycler with the provided samples. During testing there were no leaks or disconnections that occurred and the therapy was completed successfully. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. Upon completion of the evaluation, there were no issues noted that could have caused or contributed to the reported event. As a physical evaluation of the actual sample could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis patient discovered a fluid leak coincident with peritoneal dialysis therapy. Immediately preceding the event, the patient received an m31 air detected in cassette warning during dwell five of five of their therapy. During troubleshooting, the patient noticed a lot of air bubbles in the green line of their setup and discovered that the third party icodextrin solution bag had fallen off the line and was leaking onto the floor. The patient stated that the connection with the adapter had been secure during setup. Treatment was cancelled and the patient verified that the inside of the cassette compartment of the liberty cycler was dry. The technical support representative advised the patient to re-setup with new supplies and provided information relating to the m31 warning message. The patient was advised to notify their peritoneal dialysis registered nurse of the event. The patient did not develop any symptoms or require medical intervention as a result of the event. The patient continued with peritoneal dialysis therapy following the leak without complication. The adapter used at the time of the incident was not available for evaluation; however, companion samples were provided by the distribution center for analysis. Additional information was requested but was unavailable.